Manufacturer narrative:
Continuation of d10: product ID: a810, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (0.5 mg/ml at 0.14 mg/day) via an implantable pump for unknown indications for use. It was reported that there was a pump memory error (pme) with service code 112 when interrogating the patient's pump today. The same message appeared last week when reading this pump. The patient was experiencing some "side effects" and symptoms such as nausea and a burning sensation in their abdomen. They were assisted in updating the pump with missing drug info to correct the pme. Assisted in updating software on the tablet used to program this pump. The software was several updates behind. They sent in reports from programming sessions last week and yesterday. They did not have to manually enter pump volume when reprogramming after the pme. Reviewed option to contact mobility to get tablet logs and gather more information. The patient would not likely be seen again in clinic for a couple of weeks. They will follow up at that time.